Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced possible under delivery. The customer stated that her blood glucose level was coming down and after bolus her blood glucose level was going higher now. Blood glucose reading was 277 mg/dl, treated with bolus. The blood glucose level was 250 mg/dl. The pump will not be returned for analysis.